Manufacturer narrative:
Applicable components are: product ID: 4351-35, lot#: serial#: (B)(4), implanted: explanted:, product type: lead, product ID: 4351-35, lot#: serial#:(B)(4), implanted: explanted:, product type: lead. Other relevant device(s) are: product ID: 4351-35, serial/lot #: (B)(4), ubd: 07-oct-2021, UDI#: (B)(4) ; product ID: 4351-35, serial/lot #: (B)(4), ubd: 21-jun-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient indicates that the device is eos and they are having return of symptoms for several months. They are unsure how long the device has been at eos and they are concerned why this one did not last as long as the first one. The patient also indicated that the surgeon told the patient that he would replace the ins, but if there were issues with the leads, he would do another surgery. The patient was not satisfied with this and would like it all done at the same time if possible to avoid two surgeries. The patient is concerned that there is something wrong with the leads because the device did not last as long as the other and because they have had lead issues in the past. Advised the patient to continue working with the hcp. The patient also indicates that the hcp said they would have to call medtronic to get some information and the patient wants to know what that would be. Reviewed that medtronic does not keep medical records here only what devices are implanted. The patient also indicates that they were told that medtronic helps with prior authorization. Reviewed that medtronic is not involved with billing. The patient was redirected to their healthcare provider to further address the issue. The patient also indicates that at the last battery replacement, they switched sides from right to left and the patient indicates that when they explanted the device from the right pocket they found small pieces of plastic from the device in the pocket. Patient services reviewed that there is no plastic in the device materials. The caller indicates that they had to put a drain in that pocket because they continued to have problems with it and still gives them pain but the hcp did not know why. No further complications were reported at this time. [See omitted related events reported in pe#: (B)(4)- one lead not working and pe#: (B)(4) - report of being shocked for one year]